Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of the sfa. After implanting the stent, the delivery system was attempted to be removed from the patient. There was resistance. After back and forth several times, the tip broke off, but all devices could be retrieved together from the patient.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the device tip has detached from the inner shaft and that the inner shaft has fractured 331 mm proximal to its distal end. The inner shaft fragment shows severe constriction over a length of 159 mm, caused by the application of a high tensile force, most likely induced during the attempt the pull the device from the guide wire. The constriction reaches into the glueing of the x-ray marker of the tip. It appears that due to this constriction of the inner shaft, the device tip eventually detached from the shaft. The cause for the blockage between the inner shaft and the guide wire used in the intervention remains unresolved, as the guide wire was not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified.